Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic the day after initial implant procedure. Upon interrogation, it was noted that the right ventricular lead exhibited raised impedance and low sensing and a high capture threshold due to micro-dislodgement. The lead was successfully revised on (B)(6) 2019. Patient was stable.